Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump.additional text: confirmed thrombus in lvad.specific component(s) involved: other component malfunction, specify.additional text:other component: clot observed around pump bearing.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller; replacement of driveline; replacement of inflow graft; replacement of pump.